Event description:
During the device evaluation, air leakage was identified in the proportional valve of the high flow insufflation unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, it is likely that stress, such as damage or component deterioration during handling, compromised the unit¿s watertight integrity. The most likely cause of this complaint appears to be an expected or random component failure, with no indication of any design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.